Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report the patient received the "maximum tdd" alarm and was unable to give himself a correcting bolus of insulin. At that time, the patient's blood glucose level was 311 mg/dl and he experienced the symptom of slight nausea. The patient tested negative for urinary ketones. During the troubleshooting telephone call with customer support, it was determined the maximum total daily dose settings on the pump were incorrect, and the patient's mother was assisted in increasing the limits, and recommended to review these with the patient's hcp. The issue was resolved with troubleshooting and patient education. There was no evidence the pump was not functioning appropriately. However, as the patient experienced blood glucose levels and symptoms suggesting severe hyperglycemia after this issue occurred, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.